Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer, that during use, the cardiosave (iabp) had broken fiber optic sensor. The treatment was completed and no harm or injury to the patient was reported.